Event description:
Event description guidant received information that during a device change out procedure for normal battery depletion, this atrial and ventricular lead were surgically abandoned due to fracture and insulation degredation on both leads.